Event description:
The report received from our affiliate indicated that during pta of the femoral artery with a non-cordis balloon, a dissection occurred. The size of the pta balloon was not indicated. The smart control stent delivery system was forwarded to the site of the dissection and deployment was initiated. It was reported that the first 4 cm of the smart stent deployed without problems, but the remainder of the stent seemed to bunch up and form what was described as a "knot." This malformation of the stent was reported to have restricted blood flow in the vessel. To what degree the blood flow was restricted was not reported. It was noted that post-dilation of the stent was going to be attempted the day following stent implant, but again, no information has been made available as to whether this was done and was successful. Multiple attempts have been made to obtain additional information from the reporting affiliate regarding the initial pta, the stent placement, and any follow-up intervention, but the affiliate has indicated that no additional information will be forthcoming. The stent delivery system (without the stent) has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.